Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of yellow pd catheter drainage, abdominal pain and peritonitis. Per the pdrn the definitive cause of the peritonitis is unknown; however, it is believed to be caused by the patient¿s chronic constipation. The pdrn stated the event was unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius device(s) or product(s). The liberty select cycler and liberty cycler set can be disassociated, as there is no allegation or objective evidence implying a liberty select cycler or liberty cycler set caused or contributed to the serious adverse events experienced by the patient. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized for peritonitis, characterized by yellow drainage and a stomachache. During follow-up, it was revealed the patient was experiencing drain complications and presented to the outpatient dialysis clinic complaining of abdominal pain and a non-functioning pd catheter (not a fresenius product). The patient¿s catheter was oozing yellow drainage, and a sample was sent for culture and cell count. The culture at 48 hours showed no growth, however the wbc count was 74,000 ul. The patient was sent to the emergency room for evaluation and was admitted for peritonitis and a non-functioning pd catheter. The patient was treated with intravenous (IV) antibiotics; however, the drug(s), dosages, duration and frequency are unknown. The exact cause of the peritonitis is unknown; however, it is believed to be caused by the patient¿s chronic constipation. The patient was taking medication to resolve the constipation prior to hospitalization. The patient remained hospitalized and was recovering from the events. Currently the patient¿s pd therapy is on-hold due to the infection. The nephrologist is monitoring the patient¿s labs daily to determine if the pd catheter can be saved, or if the patient will require intermittent hemodialysis (hd). The pdrn stated the event was unrelated to the utilization of the liberty select cycler, liberty cycler set and/or any fresenius device(s), drug(s) or product(s).